Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, a 9755rsl 29mm sapien 3 ultra resilia valve, implanted within a preexisting transcatheter heart valve in the aortic position, underwent an explant procedure after an implant duration of 6 months. Additional information received via medical records indicates the explant was related to endocarditis. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest the patient's history of streptococcus bacteremia and subsequent endocarditis caused or contributed to the valve explant. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9755rsl 29mm sapien 3 ultra resilia valve, implanted within a preexisting transcatheter heart valve in the aortic position, underwent an explant procedure after an implant duration of 6 months due to unknown reasons. A surgical valve was implanted.